Manufacturer narrative:
The reported event was confirmed. The device was received in backup (bvvi) mode. The device image review indicated that the backup operation occurred due to reset errors within an integrated circuit (ic) in the electronic circuit board/hybrid of the device. The product code was reloaded to recover the device from bvvi mode and to perform further testing. A temperature cycle test was performed, and the field event was able to be reproduced in the laboratory setting. The anomaly is consistent with cold temperature sensitivity of the ic.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the device was found in back up mode. A different device was implanted to resolve the event.